Event description:
Customer reported she experienced high blood glucose. Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 68 mg/dl but her blood glucose was 598 mg/dl. Customer received a low glucose alert and treated for the low before checking her blood glucose. Current blood glucose value is 581 mg/dl and sensor reading is 73 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated one opened/used enlite sensor, performed bicarbonate buffer test and sensor passed per specifications with accurate readings. Also found cannula bent. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.